Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions. Implantation of foreign material in tissues may result in histological reactions involving various sizes of macrophages and fibroblasts.¿ also, ¿particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.¿ number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. (B)(4). This report is 1 of 2 mdrs filed for the same event (reference 1825034-2016 -03346 and 03347). Not returned by attorney.

Event description:
Legal counsel for patient reported patient's right hip was revised approximately 5 years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Medical records received confirmed the patient's right hip was revised approximately 5 years post-implantation due to pain, discomfort, elevated metal ion levels, audible noise in the joint and radiolucency around the acetabular cup. Operative report notes a pseudotumor secondary to adverse tissue reaction, an osteolytic lesion, loosening of the acetabular cup, metallic colored fluid, a cyst in the acetabulum, and scar tissue. The femoral head and acetabular cup were removed and replaced and an acetabular liner was implanted.